Manufacturer narrative:
(B)(4). Scheinert, d., sievert, h., turco, m., schmidt, a., hauptmann, k., mueller, r., . . . Grube, e. (2007). The safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx¿. Catheterization and cardiovascular interventions, 70(5), 627-633. Doi:10.1002/ccd.21353. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in the publication scheinert et al, the safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx; catheterization and cardiovascular interventions 70:627¿633 (2007); report two cases where adjunctive compression (>5 min) was needed to control arterial bleeding despite successful deployment of sealant. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in the publication scheinert et al, the safety and efficacy of an extravascular, water-soluble sealant for vascular closure: initial clinical results for mynx; catheterization and cardiovascular interventions 70:627¿633 (2007); report two cases where adjunctive compression (>5 min) was needed to control arterial bleeding despite successful deployment of sealant.